Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What procedure were they performing? Was a specimen in the pouch? If yes: did the specimen fall out of the pouch and into the patient? If yes: how was the specimen retrieved? Did any pieces of the two pouches fall into the patient? If yes: how were the pieces of the pouch retrieved? How was the procedure completed? How long was the procedure delayed? Was there any intra-op or post-op care changed for the procedure or patient? Was there any patient consequence?

Event description:
It was reported that during an unknown procedure, the pouch broke apart inside the patient. The surgery was delayed an unknown amount of time due to the reported event. It is unknown how the case was completed.

Manufacturer narrative:
(B)(4). Batch # t92a0z. Device analysis: the analysis results of the pouch device found that it was received fully deploy. The suture and the bag were not returned for analysis. It could not be determined what may have cause the reported event. No conclusion could be reached as to what may have caused the event reported. A manufacturing record evaluation was performed for the finished device lot t4059a number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch t92a0z number, and no non-conformances were identified.